Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, the surgical site was revised on (B)(6) 2026 due to pain and plantar flexion/translation of the capital fragment. Additional information indicates the 10mm screw may have backed out slightly. No other patient outcomes were reported as a result of this event. It was determined the capital fragment was plantar translated during the initial bunion surgery. No devices were returned for evaluation as the devices remain implanted. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the available information, the most likely cause is operator technique as it was determined that the capital fragment was plantar translated during the initial bunion surgery. Additionally, it is possible the screw was not fully seated/locked into the plate during initial implantation, which could have led to an eventual backing out of the screw. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, the surgical site was revised on (B)(6) 2026 due to pain and plantar flexion/translation of the capital fragment. It was also noted that the 10mm screw may have backed out slightly. No other patient outcomes were reported as a result of this event.